Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has lost weight and now the ipg is uncomfortable. Surgery may be pending to address this issue.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced on (B)(6) 2020. Information found the pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.